Event description:
The customer reported that the patient's spo2 was displayed at 94-100 on intellivue screen; howeer, the patient's skin was pale. The patient's blood gas was then measured and the result was spo2 at 41.1. The patient was put on a ventilator. The current condition of the patient is unknown to philips.